Manufacturer narrative:
Evaluation summary: the reported condition of difficult to disconnect was not confirmed and root cause could not be duplicated. No visual defects were noticed on the second sample. Batch file review did not reveal any issues related to the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress. Should additional information become available a follow up medwatch will be submitted. (B)(4)

Event description:
This is a report from baxter france of the ring above the luer connection is broke, making it impossible to disconnect the set. The set has to be disconnected with a clamp. The reported condition occurred during patient use. No patient injury or medical intervention occurred. No additional information is available

Manufacturer narrative:
This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The sample is available for evaluation, but has not yet been received by baxter. A follow up medwatch will be submitted upon completion of baxter?s investigation. (B)(4).